Manufacturer narrative:
The device was returned to the factory for eval. It shows no signs of clinical usage and no evidence of blood on device. A visual inspection determined that the delivery device was returned inside the loading device. The seal was bent and located under the window of the loading device. The queen slide lock and the white plunger were not depressed on the delivery device. Based upon the received condition of the device the reported complaint for "failure to load" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii devices would not load properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects. Refer to MFR report # 2242352-2012-00849 for the related report.